Event description:
It was reported that during a peripheral stenting treatment procedure, difficulty removing the stent delivery system (sds) occurred. The target lesion was located in the right common iliac artery. The physician placed a non-bsc guide wire then treated the target lesion with deployment of a 9x40x120 epic stent. After deployment, the sds froze on the wire and the physician encountered withdrawal resistance. The physician was able to remove the sds and the non-bsc guide wire simultaneously and no patient complications were reported. This product is only ous approved but it ts similar to an approved us device.

Event description:
It was reported that during a peripheral stenting treatment procedure, difficulty removing the stent delivery system (sds) occurred. The target lesion was located in the right common iliac artery. The physician placed a non-bsc guide wire then treated the target lesion with deployment of a 9x40x120 epic stent. After deployment, the sds froze on the wire and the physician encountered withdrawal resistance. The physician was able to remove the sds and the non-bsc guide wire simultaneously and no patient complications were reported. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the epic stent delivery system (sds) catheter was received with no original packaging and an unidentified guidewire. There was blood in the wire lumen. The guidewire was protruding 5.5 cm from the catheter tip. Gently pulling on the wire confirmed that the wire was stuck in the lumen of the catheter. The outer diameter of the wire was .034", which is consistent with a .035" guidewire. The catheter was soaked in warm water to attempt to loosen the blood in the wire lumen. The guidewire was withdrawn from the catheter without encountering any unusual resistance. The inner diameter (ID) of the wire lumen was measured with a calibrated pin gauge set; the ID was .037", which is within specification. The catheter was locked-up on the guidewire in the as-received condition, confirming the reported catheter-guidewire interaction; however, it appears that this was attributable to the presence of blood in the wire lumen since the catheter was easily loaded over the guidewire after soaking the devices. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).